Manufacturer narrative:
In telephone contact, it was informed that the dentist did not have information about lot number of the product. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality. The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form and visual conference of the product returned by the dentist.

Event description:
(B)(4)¿ the dentist reported that 1 month after the dental implant was installed in patient¿s mouth, its non-osseointegration was observed. Moreover, 30n.cm of primary stability was achieved, the patient presented bone type ii and immediate implant was performed.